Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6), 2004 and subsequently expired on (B)(6), 2004 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products; associated with MDR's #1225714-2014-01178, 1225714-2014-01179, 1225714-2014-01180 and 1225714-2014-01181.